Manufacturer narrative:
The device was not returned for analysis. When the device is received a supplemental report will be submitted. (B)(4).

Event description:
Medtronic received a report that during preparation, the guidewire was reported to have punctured the catheter lumen. During preparation, the x-pedion 10 guidewire was reported to have been navigated through the balloon catheter and was noticed to have punctured the catheter's proximal lumen. The physician did not experience any resistance when inserting the guidewire into the catheter. The guidewire tip was shaped by the customer. There was no extensive guidewire manipulation. The devices were prepared per their specific instructions for use (IFU). The devices were exchanged for new same size models. The devices were not used to treat the patient. No patient injury was reported as a result of the procedure.

Manufacturer narrative:
(B)(4). They hyperform catheter and the guidewire were returned for analysis. The guidewire was found protruding from the catheter hub. The catheter was found damaged at the distal section. The guidewire was found to be stuck within the catheter. The catheter was flush and found to be leaking from damaged location at the distal section. The guidewire was then removed from the catheter with slight resistance. The guidewire¿s distal tip was found to be bent. The outer coils of the guidewire tip and coating were found to be damaged with the core wire intact. The guidewire was unable to be used for testing due to its damaged condition. The catheter was re-flushed and water was seen exiting from the damage located at the distal tip. An in-house guidewire was used for testing with the catheter. It was able to be inserted through the catheter¿s lumen. An attempt was then made to inflate the balloon; however, the balloon was unable to be inflated, as a result of the damage (puncture) located at the distal segment. The reported event was confirmed as the catheter was found to be punctured; however, the cause of the damage could not be determined. It is possible that the shaping of the guidewire tip resulted in the damages to the wire. Guidewire damage can occur when inadequate hydration of the coating which can results in sticking and difficult handling; however, the cause could not be determined.